Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The resident was transferred with the assistance of 2 caregivers from a bed to a bathroom. During the entrance to the bathroom, the lift spreader bar detached causing the resident to fall to the ground. The falling spreader bar hit a patient in the head. The caregivers checked on a resident for injury, she was alert but confused (normal state) - range of motion was normal and no apparent injuries other than then cut to the mid-parietal of the head from the spreader bar. The patient was transferred back to the bed. The time of the fall was 13:50. The injury was treated with an ice pack. The caregiver went back into the room to check on the resident at 17:50 pm and the nurse was called to check on the resident who was deemed to be in a decreased level of consciousness. At 18:00 pm caregiver called for an ambulance and paramedics replied moments later but the resident passed away in her bed before being transported to the hospital. The home confirmed that the coroner¿s autopsy report stated the cause of death was cardiac arrest/heart failure. The coroner could not rule out the connection between the patient's fall from the lift and subsequent cardiac arrest and patient death.

Manufacturer narrative:
After the event, the arjo representative inspected the device and confirmed reported failure. The visual inspection revealed that horizontal hole in the load cell extension block, which connect spreader bar to the lift, was mis-shaped and the spring pin was missing (that locks the connection between the pivot bolt and the load cell extension block and prevent the pivot bolt unscrewing from the load cell extension block). The spreader bar and the load cell were returned to manufacturer for further evaluation. The visual inspection and part dimensional inspection did not show any inadequacy. Two conditions have been considered during testing, that must be met in order for the spreader bar to detach from the load cell: 1. The spring pin must be missing so the assembly is unlocked due to: a. Spring pin not in place during assembly or; b. Spring pin incorrectly installed or; c. Spring pin came loose after being installed. 2. The pivot bolt must unscrew completely from the load cell extension block. Ad. 1 the white paint was observed around the hole in the load cell extension block, which is used to indicate that the spring pin has been installed as per the work instructions. The white mark means that the spring pin was installed at the production line. Based on this observation, the first hypothesis, was excluded. Ad. 2 it was defined that most likely due to missing spring pin the spreader bar pivot bolt unscrew from the load cell extension block causing the spreader bar detachment. However, the root cause of the missing spring pin could not be determined. The best assumption would be that it came loose from its original position and fell. The root cause for why it came out from its original location was not found. The spring pin was missing and was not returned for further evaluation. The complaint is a singular occurrence. To sum up, the arjo floor lift was used as a system during the patient transfer. The spreader bar detached from the lift and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the spreader bar detachment during use.

Event description:
Following information provided, the resident was transferred from a bed to a bathroom with assistance of two caregivers. During the transfer, at the entrance to the bathroom, the spreader bar detached from the lift causing the resident to fall. The spreader bar hit the resident¿s head. As a consequence of the event, the resident sustained head injury (cut over mid parietal area of head) treated with an ice pack for head to try and stop the bleeding and swelling. The resident was monitored by the customer staff. Approximately 4 hours later on the same day, the patient passed away. According to customer statement, the coroner's autopsy report attributed the cause of death to cardiac arrest/heart failure. The coroner could not rule out the connection between the patient's fall from the lift and subsequent cardiac arrest and patient death.